Event description:
During transfer of the patient from the stretcher to the operating room table (which was in the locked position), the bed moved away at the foot of the bed causing the patient to slip between the or table and the stretcher. The or team lowered the patient to the floor, however, the patient hit her head on the or table during the decent, resulting in a small laceration to the head. CT scan of the head and sacrum were negative for any acute injury. This event did not extend the patient's length of stay.

Event description:
During transfer of the patient from the stretcher to the operating room table (which was in the locked position), the bed moved away at the foot of the bed causing the patient to slip between the or table and the stretcher. The or team lowered the patient to the floor, however, the patient hit her head on the or table during the decent, resulting in a small laceration to the head. CT scan of the head and sacrum were negative for any acute injury. This event did not extend the patient's length of stay.